Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The symptoms were redness and pus at the pocket. The physician does not know if the infection was device or procedure related. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: linear st lead, 70cm. The explanted ipg and percutaneous leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg and percutaneous leads will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.